Event description:
Same case as MDR ID # 2134265-2012-05863. It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via femoral artery. The target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) and left circumflex (lcx) artery. After pre-dilation with unspecified device, they tried to advance a 32mm x 3.50mm taxus element stent delivery system (sds), but it could not cross the target area due to resistance. The sds was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).